Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. On 11/01, patient's blood glucose was 200, 121 and 86 mg/dl. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.